Event description:
It was reported that the ventilator had an error code indicating backup alarm failed. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event. The customer biomedical engineer could not duplicate the reported issue however, confirmed the error code in the ventilator diagnostic logs. The customer was advised to replace the central processing unit (cpu). Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
Upon a follow up, the customer reported that the central processing unit (cpu) board was replaced to address the issue and the unit was returned to use.

Manufacturer narrative:
A central processing unit (cpu) was returned for analysis. Visual inspection of the cpu board revealed no evidence of damage or contamination. An investigation was performed, and the product analysis technician reported that the root cause was due to a component in the board that was failing intermittently due to the insulation resistance out of specification at 475.0 kohms.